Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Correction: device returned; activation problem. Internal complaint number: (B)(4). Autonumber: (B)(4). An aortic cutter was returned to the factory for evaluation. The loading device, delivery device and seal were not returned for evaluation. Signs of clinical use was observed. Large amounts of blood was detected all over the device. The safety lock on the cutter was disengaged and the actuation button was fully pressed. The needle at the tip of the cutter appeared to be slightly bent. No other visual defects were observed. The reported device was not returned for evaluation therefore, could not be confirmed for the reported failure ¿activation problem". Based on the returned condition of the device and the evaluation results, the analyzed failure "material twisted/bent; needle" is confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.